Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that once they turned the device on they were experiencing severe pain. They tried increasing and decreasing the stimulation on all their groups but the issue was not resolved. They mentioned the motor vehicle accident on (B)(6) 2017. The patient reported that the manufacturer's representative said they would have to go back in and fix the device. The patient's back and hip were killing them and they were unable to function. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The healthcare provider was looking for a manufacturer's representative to check the patient's device. The patient was in a car wreck and believed the device was malfunctioning. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received by a healthcare provider (hcp). It was reported that since (B)(6) 2017, when the patient turns on their ins they experience "zaps". The patient does not have a doctor so physician listings were sent. No additional information was obtained during the call. No further complications were reported or anticipated.